Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states that the on/off button is only working intermittently.